Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "infused too quickly" was not reproduced. Evaluation sent the device to flowline for flow rate accuracy testing with a delivery rate of 40ml/hr and volume to be infused of 40ml the test resulted in 40.322ml which is an error percentage of 0.805%. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No pump correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump infused too quickly during delivery. A patient was receiving IV fluids at 64 ml per hour from a 1liter bag with 950 ml programmed to infuse. After approximately four hours, the IV pump alarmed for air in the line. When another nurse checked, the IV fluid bag was found to be completely empty. There was no report of patient injury or medical intervention associated with this event. No additional information is available.